Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex logical pressure monitoring system had leakage at the connection during use. The nurse attempted to adjust the connection but the leakage remained. The device was replaced to address the issue. No patient injury was reported.

Manufacturer narrative:
One used device was returned for analysis. Functional testing of the device involved a water leak test and the device did not present leakage at any connection. A review of the investigation documents was conducted and deemed adequate. Three retained samples of the same lot were functionally tested by an air leak test and all devices were found acceptable and without leakage. Was based on the evidence, the complaint was not confirmed as no fault was found. The root cause unable to be determined.